Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: left mentor smooth round moderate plus profile 325cc saline breast implant, catalog number 3502325, serial number (B)(4).

Event description:
It was reported that a (B)(6) -year-old (B)(6) female patient underwent primary breast augmentation with a mentor smooth round moderate plus profile 325cc saline breast implants that appeared to have deflated post-operatively. As a result, patient had the device removed and replaced with a sientra silicone gel device on (B)(6) 2018. After the prosthesis was explanted, it was found that there was no issue with the device. However, this event will still be reported to FDA, as the suspected deflation resulted in additional medical intervention.